Event description:
A user facility reported a patient experienced tissue sloughing from hypopharynx following the use of an laryngeal mask airway that was inappropriately cleaned with a germicide. The pt was treated with oral antibiotics. The pt's symptoms are improving, but not completly resolved. The product labeling warns against the use of germicides and states a severe or prolonged sore throat has been reported in pts in whom an improperly cleaned mask has been used. The user facility has removed from service all the laryngeal mask airways that have been exposed to improper cleaning agents.